Event description:
N/a.

Manufacturer narrative:
Analysis: the details indicate that swelling occurred after the procedure and if other devices from the same lot had been reported for swelling issues. A review of our complaint log indicates that there have been no other complaints related to swelling from the same production lot of graft going back historically 3 years. A thorough review of the device history records for this graft lot was conducted. The device lot in question met all quality and performance testing requirements and no non-conformances were noted during the build of the product related to the complaint. The instructions for use (aw010722 rev aa) in the adverse reaction section mentions the following in regards to complication with the use of any vascular graft include the following: ¿adverse reactions complications that may occur in connection with the use of any vascular graft include, but are not limited to; thrombosis, stenosis, formation of pseudoaneurysm due to excessive needle punctures, peri-graft hematoma formation, peri-graft seroma formation, excessive needle hole bleeding or weeping, infection, swelling of tissue, suture hole elongation, mechanical disruption, material separation, delamination or tearing of the graft material, suture line or host vessel which may result in extreme blood loss, loss of limb function, steal syndrome, loss of limb or possible death. The patient should be advised to contact the physician should an adverse reaction occur.¿ conclusion: based on the review of the device history records and product complaint details atrium medical corporation cannot conclude that the swelling was directly related to the advanta graft. H3 other text : device not returned.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
After graft transplantation, there was inflammation. The user assumed that the problem occurred elsewhere rather than the graft problem.